Manufacturer narrative:
Exact date unknown, event occurred in early (B)(6) 2023.

Event description:
It was reported that the patient was charging the ipg for longer periods of time following a non-device related surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.